Event description:
Pt presented at this office with eye pain. Began wearing focus day and night lenses almost 1 year ago. Pt was wearing the lenses as approved by the FDA. Today pt was diagnosed with a peripheral corneal ulcer. This is the second such case of a corneal ulcer that reporter has seen with these contact lenses. The other individual was similar circumstances. Reporter is not certain that the prevalence of corneal ulcer with this type of extended wear lenses was properly researched. Pt has not had any ulcers from daily wear or other lenses recently.